Manufacturer narrative:
The actual date of event is unknown a follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 30apr2020. The review was performed from the date of manufacture to the present date 19may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer received newer bd devices in february that had mis-match internal and external serial numbers. Alaris lvps. They claim they are under warranty, had were not opened by the biomed team. There was no patient involvement.